Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device indicated that the sensor failed and there was a recall of these device. A product replacement was promised to be sent but nothing was given to the customer. A safety message on their phone was received, "your sensor runs continuous quality checks and shut itself down for your safety. Please apply and start a new sensor to monitor your glucose". The customer called the adc customer service and was told that they did not know how to use the device and using a wrong soap. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the customer and confirmed that that customer already contacted them regarding the display message. The customer's account has been cleared out of restriction and was approved by adc. However, the adc customer service did not process any sensor replacement because during the callback, the customer stated that they already switched to a competitor device. Based on the information provided, there was no report of serious injury associated with this event.